Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: failure to advance, stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during a right renal artery stenting procedure in a heavily calcified lesion, the rx herculink elite stent delivery system could not be advanced into the target lesion. While attempting to retract the stent delivery system into the guiding catheter, the stent dislodged. Multiple failed attempts were made to retrieve the stent using coronary balloons. Eventually, the stent was snared with a non-abbott device, pulled into a 10f sheath and all was removed as one unit from the anatomy. The procedure was stopped. A day later, a second unsuccessful attempt was made to advance another rx herculink elite to the heavily calcified target lesion; however, the stent system failed to cross the lesion. Outside of the anatomy, upon inspection of the device, it was noticed that the distal struts were flared. There was no adverse pt sequela reported. A non-abbott device was used successfully to treat the lesion. Though requested, no additional information was provided.